Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported through our (B)(4) affiliate, during device evaluation a pinhole leak was observed on the crimped balloon of the commander delivery system. As reported, during insertion of a 29 mm sapien 3 valve by transfemoral approach, the delivery system/valve got caught in the 16f e-sheath. The delivery system was unable to be inserted any further, and the delivery system was removed as a unit. A new delivery system/valve was inserted and the valve was implanted. The patient is stable.

Manufacturer narrative:
The commander delivery system was returned to edwards for evaluation. During visual inspection the valve was observed to be protruding out of the sheath shaft, the valve was over the crimped balloon, inflation balloon had pleats and folds intact, slight compression marks on the distal end of the flex shaft near the flex tip, minor damage on the distal end of the flex shaft surface, pinhole cut on the crimped balloon, a cut on the sheath shaft distal tip, heavy scratches along the sheath shaft body, and a kink on the sheath shaft. Functional testing revealed a pinhole leak on the crimped balloon. Dimensional testing revealed the double wall thickness on the crimped balloon distal to and proximal to the pinhole met specification. There was no report of de-airing difficulty, the pinhole tear on the crimp balloon likely occurred after device preparation. The returned devices revealed the esheath was torn and the delivery system and valve were protruding through the sheath. In addition, visual inspection of the sheath shaft revealed heavy scratches and a kink on the shaft and a cut on the sheath distal tip. No patient factors were provided (access vessel mld, calcification, and tortuosity), the returned condition of the sheath (scratches/cut) indicates that calcification was present. The observed kink also supports that excessive manipulation and difficulty advancing the delivery system through the sheath likely occurred. The combination of factors likely damaged the crimp balloon, resulting in the observed pinhole tear. Based on available information, patient/procedural factors likely contributed to the reported complaint. The complaint of ¿balloon ¿ leakage¿ was confirmed, but no manufacturing non-conformities were found in the returned sample. In this case, available information suggests that patient and/or procedural factors contributed to the reported complaint. No labeling or IFU inadequacies have been identified. A review of complaint history revealed that the occurrence rates do not exceed the april 2017 control limits for this trend category. Therefore, no corrective or preventative action is required. Reference manufacture report no. 2015691-2017-01615.